Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this left ventricular (lv) lead was attempted due to coronary vein was dissected during cannulation. There is no further information available. Due to the limited information received, further follow-up to obtain related details was not possible.